Event description:
Patient in italy reported infusion set fell off during use on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6).country: united states of america.address ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.